Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl; cause was unknown. Customer was hospitalized due to diabetic ketoacidosis. The customer declined to provide additional information regarding the issue. Customer's healthcare provider determined that blood glucose values were better managed when not using the pump for insulin therapy. Customer reverted to an unspecified method of insulin therapy.